Manufacturer narrative:
The patient is remains ongoing on lvad support. The system controller and battery clips were replaced as a precaution. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Tbe vad coordinator reported low voltage advisory events on event history screen. Patient fell after he reportedly felt "light headed". Log file was analyzed on site. Log file recorded multiple power cable disconnect events (22) over a 4.5 hour period. Events occurred 1 day, 19 hours, 31 minutes prior to log file retrieval. According to vad coordinator the patient was at home during this time, this was prior to patient falling. No other unusual alarms or events were recorded. Observed damaged release clip on battery clip.